Event description:
It was reported that the patient experienced arrhythmia and syncope due to noise resulting in oversensing and pacing inhibition. Abbott technical support was contacted and the device was reprogrammed. The patient was in stable condition.